Event description:
It was reported the numbers on the customer's insulin pump were continuously scrolling when she was trying to enter her blood glucose. The customer's blood glucose was 57 mg/dl, which was treated by eating. The screen of the insulin pump froze and the buttons stopped responding. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.